Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and found that the sensor needle and cannula are still intact inside the applicator housing; however the sensor wire is detached from the housing puck. The customer's complaint of a detached needle/cannula was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, of an introducer needle detached from the applicator. No additional event or patient information is available. No product was provided for evaluation. The reported event of an introducer needle detached from the applicator could not be confirmed. A root cause cannot be determined.